Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report indicated: stryker performed an initial evaluation of the device and was able to verify and duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial medwatch report should indicate: stryker performed an initial evaluation of the device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The device was returned to stryker for further investigation and the reported issue could not be duplicated with a known working charge-pak. It is suspected the customer's charge-pak was incorrectly installed when the issue was previously duplicated and verified in the field. The cause of the reported issue could not be conclusively determined, as no device problem was found, but likely due to a missing or improperly installed charge-pak. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.